Event description:
The user called the emergency support program line to report a gas loss alarm. No blood or visible kinks were observed in the catheter.

Manufacturer narrative:
The user was advised on troubleshooting techniques if the iab were a getinge device, informed about the nature of the alarm, and recommended to continue monitoring for blood and consider a chest film. Guidance was also given to contact teleflex for catheter maintenance recommendations.